Event description:
It was reported to philips that the customer observed sparks during the shift check while using the paddles. There was no reported patient or user involvement and no adverse patient/user impact.